Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the lancet does not fire from her onetouch lancing device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2013. The patient denied testing her blood glucose with another device. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, it is not clear what action the patient took in response to the product issue. According to the csr¿s documentation, as a result of the product issue, the patient reportedly developed a symptom of shaking and felt nervous one month later. In (B)(6) 2013, the patient reportedly had also consumed less food/drink and during a doctor¿s office visit, the patient reportedly was prescribed oral medication. At the time of troubleshooting, the csr verified the patient was not using the lfs product for the first time, the patient was using the subject lancing device for approximately a year, and there was no misuse of the lfs product. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.